Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions apply to this case. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
Edwards received information that a patient with a 21mm aortic valve implanted 11 years, seven months, was explanted due to severe stenosis. Intraoperative tee was performed showing limited motion of her aortic valve leaflets. Inspection of the valve showed significant pannus ingrowth onto the left leaflet from the aortic side and ventricular side. The explanted device was replaced with a 21mm aortic valve. The patient also underwent left ventricular outflow tract enlargement with bovine pericardial patch, redo repair sinus of valvsalva chronic dissection with gel weave graft and alfieri repair of mitral regurgitation during the same procedure. Her echocardiogram at the end of surgery looked good in terms of aortic valve and mitral valve function but she had significant coagulopathy and was left packed open. Her bleeding subsided overnight and she was taken back for definitive closure of her sternotomy incision the following day. The surgeon did not see this as a failure as the valve was implanted in a young patient. Pre discharge echo showed the aortic valve without leak and no significant stenosis. The patient was discharged on pod #7 in stable condition.

Manufacturer narrative:
Device evaluation: the product was returned for evaluation. Customer report of pannus and stenosis was confirmed. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 1 at the inflow aspect and 6mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm near commissure 2 at the outflow aspect. Thrombus-like material was observed covering the outflow aspect of leaflet 1. Host tissue and thrombus restricted leaflet mobility and led to stenosis. X-ray demonstrated wireform intact. Minimal calcification was observed on all three leaflets, however appeared to have been located on the host tissue. The valve appeared in same condition as in the images provided by the customer.